Event description:
The patient reported that there was a non disposable clamp tubing error during use of the pump. Troubleshooting was done over the phone with the patient but the error persisted, and the patient reported seeing air bubbles in the cassette tubing. Instructions given to the patient to call the infusion center in the morning. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.